Manufacturer narrative:
Field service engineers (fses) evaluated the aia-2000 analyzers at the customers' sites. The fses replaced the b/f wash units to resolve the reported events. For 3 of the 4 reported events, 2 b/f probe units and 1 b/f probe unit cable were returned for investigation to the tosoh instrument service center (isc). Isc was able to replicate the reported failures described in the reported events.

Event description:
This report summarizes 4 malfunction events on the aia-2000 analyzer. The review of events indicated that the aia-2000 analyzer experienced b/f wash unit failures, which caused delayed reporting of critical patient test results. These reports were received from various sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.